Manufacturer narrative:
The field service engineer (fse) discovered the waste was slow to drain. The fse replaced the tubing to the waste chamber, the external waste tubing, and quick disconnect to resolve the leak issue. Service activity performed and verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control management plan at the facility. (B)(4).

Event description:
The customer reported fluid leaked inside the unit involving coulter lh slidemaker. The customer stated the fluid dripped on the drip tray for the past two days. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.